Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during a trial procedure the physician was unable to access the epidural space using the needle in the kit due to the patient having ligament calcification and severe stenosis. The procedure was abandoned.